Manufacturer narrative:
Investigation/conclusion: as of 01/26/2016, the product was not returned for evaluation. Therefore, a review of the in-house testing history for strip lot 365429a was performed and was found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer was reported to have the flu and stage 2 cancer. These condition may impact the performance of the assay. A root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required. If the product returns, an investigation will be performed and a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller/end user alleged a variance between the inratio inr results and the laboratory inr results. The caller reported that he tests monthly on the inratio device. On (B)(6) 2015, the inratio inr result was 1.5 and the caller's coumadin was increased due to the therapeutic range of 2.5 - 3.5; however, he does not recall the exact amount of increase and was not concerned with the inratio result. On (B)(6) 2015, the caller was hospitalized for an elevated inr. The laboratory inr was "around" 14, the exact result was unable to be provided. The treatment included vitamin k administration and stopping of the coumadin. He was discharged from the hospital on (B)(6) 2015 and given lovenox injections. Further information regarding the hospitalization was unable to be provided. As (B)(6) 2015 (date of call) he was no longer taking the lovenox injections (exact dates and dosage of injections was unavailable). The caller also stated that he had the flu prior to the hospitalization and was taking unspecified antibiotics, which the nurses feel were the reason why his inr was elevated. He ran two comparisons after his hospitalization which are his concern. On (B)(6) 2015, the caller tested on his inratio and received an inr of 6.1. The laboratory inr, 12 hours later, was 2.5. On (B)(6) 2015, the caller performed another comparison. The inratio inr was 6.9 and three hours later the laboratory inr was 4.5. The caller reported that he was in stage 2 cancer but could not specify what type of cancer exactly. Although, there was no inratio inr result and no information available to suggest a malfunction or that the device caused or contributed to the reported hospitalization and elevated inr on (B)(6) 2015; based on the inability to rule out the possibility that the device may have caused or contributed to the event, this event is conservatively reported as a serious injury. There was no additional information provided.